Event description:
A nurse reported that two surgeons from this facility experienced poor cutting performance of the knives during multiple cataract with intraocular lens procedures over a period of several weeks. The surgeons are familiar with the product, and improper handling or contact with another instrument on the instrument tray were excluded. There was no harm to the pts.

Manufacturer narrative:
No samples were returned for eval; therefore, the condition of the product could not be verified. Product history records could not be reviewed because the reporter did not provide a lot number or any identification traceable to the mfg documentation. Because a sample was not returned and no lot number was provided, the root cause for the dull knife experienced by the customer could not be determined. All knives are 100% inspected by trained operators using a minimum of 10x magnification during mfg. Any defects, such as damaged tips and cutting edges, are removed from the lot and scrapped. Sharpness testing is performed and monitored during finishing process to ensure the sharpness of the product. (B)(4).